Manufacturer narrative:
Patient called on (B)(6) 2024 and provided country of incident.

Event description:
It was reported the patient's blood glucose level (bg) rose to 460 mg/dl with high ketones while wearing the pod between 5 and 24 hours. The pod reportedly failed to adhere while the patient was active in sports while on vacation, causing the cannula to dislodge from the infusion site (arm). As treatment, long and short acting insulin was injected. The patient resides in germany and the incident occurred in greece.

Event description:
It was reported the patient's blood glucose level (bg) rose to 460 mg/dl with high ketones while wearing the pod between 5 and 24 hours. The pod reportedly failed to adhere while the patient was active in sports while on vacation, causing the cannula to dislodge from the infusion site (arm). As treatment, long and short acting insulin was injected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.